Manufacturer narrative:
A first analysis of the log book revealed that a high priority alarm for continuous low airway pressure was generated. This indicates that a continuous ventilation for the pt was not assured. The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.

Manufacturer narrative:
The affected hpo valve and the log files of the device were available for the investigation. The returned valve was installed in a test device. During testing the failed calibration of r2/r4 could be reproduced. For further analysis the hpo valve was sent to supplier. It was determined that the root cause was a contamination of the check valve cv6 at the hpo unit which reduced the maximum o2 flow to approx 50 l/min instead of 120 l/min. Pollution during the manufacturing process could be excluded as the device was produced in the year 2009. It was concluded that the contamination as most likely caused by the central gas supply of the hospital. According to the logbook, the device was alarming for low airway pressure, leakage and "hpo supply insufficient", which is the expected alarm for this malfunction. The device reacted as specified to the detected malfunction by posting the corresponding acoustical and optical alarms.

Event description:
It was reported that: the device alarmed for a technical failure while ventilating a pt. No pt injury has been reported.